Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, high out of range pacing impedance was noted on the right ventricular (rv) lead. Elevated high voltage impedance , high capture threshold and fracture was also noted on the lead. Lead was capped and replaced on (B)(6) 2020. The patient was stable.